Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown; information not provided. Section b3: date of event: unknown, information not provided. Section d4: model number, catalog number, serial number: unknown, information not provided. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section e1: address: establishment name, address, state, post office or zip code, email address, telephone number: unknown, information not provided. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a surgeon experienced difficulty delivering a synergy toric lens into the capsular bag during implantation and discovered that the lens was broken. No further information is available.

Manufacturer narrative:
The product was not returned to the manufacturing site for evaluation. However, the customer provided photos were evaluated. Additional information: section d9: device available for evaluation? No. Section h3: evaluated by manufacturer: yes. Device evaluation: no suspect product was received; however, photos were provided by the customer. The customer provided photos were evaluated. The photos show the suspected complaint lens in non-j&j packaging and the lens was observed to be damaged. Since no product has been received, no further evaluation was performed. The complaint issue "difficult to use" could not be confirmed during photo evaluation. The complaint issue "lens damaged" was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Based on the limited information provided, it is not possible to determine an indication of product malfunction or product deficiency. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.